Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor device blades were damaged. It was noted that the device was blocked, the blades were broken, and the machine loses oil. It was also noted that the device failed pre-repair diagnostic tests for outer hose inspection, cutter lock assessment, temperature assessment, sound, oil leak, and rotations per minute (rpm). It was noted in the service order that the device was ¿not working.¿ this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.